Event description:
A bucket of a robotic centrifuge broke during the run. Nothing came out of the centrifuge; however, the control panel came loose. The front panel of the automatic work station in which the centrifuge was integrated was also detached and fell onto the floor right in front of the work station. Nobody was hit or hurt.

Manufacturer narrative:
Device not yet arrived at manufacturer site. Thus results and conclusion of evaluation not yet available. Decision about remedial action consequently not yet possible.